Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified by device download data that a (B)(6)male patient was treated. The lifevest treated the patient at 21:55:50 on (B)(6) 2014. The patient was in a normal sinus rhythm at 67 bpm at the time of the event. Multiple counting contributed to the false detections. The response buttons were pressed after the treatment was delivered. The patient's wife reported that the patient was sitting in a chair at the time and did not get to the response buttons. The patient reportedly has parkinson's and knew how to press the response buttons but does not have the ability to respond quickly enough. There is no indication that the patient sought medical attention. The patient continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were functional and able to detect and treat a patient. Device manufacture date & usage of device: monitor (B)(4): 02/2014- reuse, electrode belt (B)(4): 12/2013- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.